Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ins does not function well anymore. The therapy is at the highest possible settings and the patient has quite a bit of shaking.